Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the connection between the insertion handle and the plate seems to be bend/broken. This has resulted in wrong alignment between the plate and aiming device. No patient harm was reported. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the investigation of the complained instruments shows that neither the aiming arm nor the insert handle is bend or broken. Besides this from insert handle the stardrive from screw distal has minor marks of use but is fully functional. Unfortunately the used plate in the event wherein the complaint issue raised has not been returned for investigation. Further investigation on documentation for material and manufacturing shows that instruments has been manufactured under specification both in june 2010. No failure in material or manufacturing could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which leads into the reported event. Based on investigation results the complaint deemed unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.